Event description:
The customer reported issues with the keypad. Troubleshooting was performed. The caller stated that the buttons were unresponsive, but the time on the insulin pump was advancing. The customer stated that the device had a high pitch sound. The blood glucose reading at time of call was 219mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the motherboard. Unable to confirm the constant tone. Further testing could not be performed due to the frozen display.